Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record, and complaint database review query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The reported patient effect of thrombosis is listed in xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with an aneurysm in the proximal right coronary artery. Two 3.5 x 38 mm xience sierra stents were successfully implanted; however, thrombus was noted behind one of the stents. Reportedly, the thrombus originated from the aneurysm and the stent did not cause or contribute to the thrombus. Aspiration and ballooning were performed., but the thrombus continued, so a 3.5 x 16 mm graftmaster stent was implanted without issue, successfully closing the aneurysm with minor residual thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturing site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event.